Event description:
Pt called lfs to report meter has been giving pt "cta" messages and pt has not been able to test. Pt doesn't remember how long it has been since pt tested. Pt's last reading was 257mg/dl. On the morning of the event, pt took pt's set amount of insulin nph 35 units. Pt stated pt did not have any symptoms prior. A while later, pt's spouse found pt jerking and unconscious. Pt's spouse called 911. The paramedics came and tested pt's blood. They obtained a reading of 25mg/dl. When pt woke up pt was in the ambulance and had an IV in pt's arm. Pt stayed in the emergency room until pt's sugar was in control. Pt was discharged around 1:00pm. Pt stated pt's doctor told pt if pt's sugar got too low, around 50 or 60mg/dl not to take daily dose of insulin.